Manufacturer narrative:
The tech found the head brake caster is worn. The tech replaced the head brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The tech stated the head brake caster is not holding. No pt injury reported.